Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with injection reflin (1gram, daily) and injection tobramycin (40milligram, every 5th day), routes not reported, for peritonitis. The cause of peritonitis was unknown. Patient outcome was unknown.